Event description:
Cable fiber on mega needle holder robotic instrument broke inside patient while in use. Surgeons witnessed incident immediately and instrument was removed from the patient and sterile field. An x-ray was taken prior to final closure of incision and confirmed no retained foreign objects.